Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer found that the main retractor band in half height 2-2 was broken and replaced it. Additionally, the front bump stops on the drawer rails were missing, causing the drawer to open too far. The bump stops were replaced, and the drawer now operates correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ut3s drawer 2.2 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.